Manufacturer narrative:
Additional information: section g: date received by manufacturer; type of report. Section h: device manufacture date; evaluation codes. The evoke scs system was not returned to saluda for analysis. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including "infection that may require hospitalization with intravenous antibiotic therapy. The patient may require surgery (including revision, explant, and replacement) as a result." The manufacturing records were reviewed, and the product met all requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Lead information: brand name - evoke cap12 percutaneous lead kit - 60cm (us). Lot number: 9017416807.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at evoke closed loop stimulator (cls) implant site and lead implant site. The patient was hospitalized, and antibiotics were administered.